Event description:
During a laparoscopic lymph node dissection the white plastic ring of the 512sd fell into the pt. The surgeon used a grasper to remove it from the pt. 5/7/97 rep reported the case was completed with the original trocar.